Manufacturer narrative:
.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's handheld was no longer functioning due to a frayed serial cable. The physician was provided a new handheld serial cable. The frayed serial cable is expected to be returned for analysis, but has not been received to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The frayed serial cable was received for analysis. Analysis of the serial cable was completed on 01/09/2015. Visual analysis of the serial cable verified that the cable was pulled out of the transceiver case strain relief. Also during testing it was identified that the serial cable was unable to establish communication using a known good wand and handheld. The cause for the communication difficulties is associated with a broken wire connection on the transceiver pcb. Once the wire was soldered back onto the transceiver pcb, the serial cable was able to establish communication between the hhd and wand. The cause for the reported allegations are most likely associated with mishandling of the device. It was reported that the event resolved with a new serial cable.